Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient experienced cold shivers and has a swollen pocket site. In turn, the swelling of the pocket was treated by aspiring fluid from the pocket. The fluid was examined and there were no signs of infection. Additionally, antibiotics were prescribed. The patient is doing better.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.